Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the spring coil could not be detached. The physician tried to use the detacher and the hypotube to break it directly, but it could not be detached, and then it was pulled it out of the body. The physician attempted to detach the coil with the instant detacher two times. The physician did not try to detach with another instant detacher. There were three manual attempts at detachment via hypotube. There were no issues with the instant detacher. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of an amorphous, unruptured middle cerebral artery bifurcation aneurysm with a max diameter of 5mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal.

Event description:
Additional information was received that there were no issues encountered prior to the coil non-detachment. There was no pushwire da mage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): equipment used- video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house instant detacher (model: ID-1-5 lot: a149322) as found condition- the axium coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube and the break indicator was found intact. There were no evidence of detachment attempts at these locations using an instant detacher or by manual method. No damages or irregularities were found with the axium pusher. No damages or irregularities were found with the shield coil. The coin was found still against the lumen stop. No damages or irregularities were found with the implant coil. No damages or irregularities were found with the introducer sheath. Testing/analysis ¿ an in-house instant detacher was used for detachment testing. No difficulty was experienced inserting the pusher into the instant detacher, and the load indicator was not visible when the pusher was fully seated in the instant detacher cap, which is normal. The implant coil was successfully detached on the first attempt without any difficulty. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" could not be confirmed and the cause could not be determined. There were no damages found with the device and the failure could not be replicated as the device detached with no issues on the first attempt using an in-house instant detacher. The instant detacher used in the event was not returned for analysis. Therefore, any contribution of the instant detacher towards the non-detachment and conformance to specification could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.